Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The alarm occurred on (B)(6) 2014 at 22:38:46. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The high drain error 105 alarm was identified in the event history log review. A device history record review revealed no issues that could have caused or contributed to the reported issue. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in april 2013. Should additional relevant information become available, a supplemental report will be submitted.